Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (belt does not communicate with a monitor) has been confirmed.  Upon investigation the electrode belt was unable to communicate with a monitor.  The cause for the failure was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.